Manufacturer narrative:
The most likely underlying cause for this broken broach handle reported could not be determined at the time of this investigation. Contributions of instrument reprocessing and surgical use to the sequence of crack initiation, propagation, and ultimate fracture of the metal bridge could not be determined as the device was not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure on this (B)(6) y/o male, a piece of metal on the broach broke off into the patient. The piece of metal was recovered during surgical implantation of implants. Had to have an x-ray taken to insure no more metal was inside the patient. Patient was last known to be in stable condition following the event. Device to be returned. There was a delay of 15-30 minutes to take the x-ray and ensure there were no pieces left in the patient.

Manufacturer narrative:
Section h11: d4: serial number has been corrected.